Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the multiple cubies were failed as read write errors. A field service engineer (fse) found that one cubie was failing no matter where it was placed. All the others were responding fine to hardware test application commands. After the initial testing, fse inspected the drawer. There was minimal damage on the retractor band, so fse replaced it and reseated all other cables. All cubies opened and released in hta. The fse performed preventive maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed and cubie 6 required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.